Manufacturer narrative:
Mayfield modified skull clamp (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, there was rotational and lateral movement in the lock, and a residue buildup was present. The unit has not been serviced in over a year, and it is recommended that preventive maintenance (pm) be performed. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit was in worn condition, with minor movement present in the lock. To resolve the observed issues, all worn components were replaced, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed for slippage. The clamp does have a little movement in the lock, but when it is properly positioned and put under pressure, it did not move. Additionally, the unit has not been serviced in over a year, and it is recommended that it has a pm performed. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (B)(6) would not lock properly and the patient slipped and was injured. Subsequent information was also reported as follows: 1. Please describe the patient's injury. Answer: wound, traumatic, left lateral head. 2. Please provide details surrounding the injury. Answer: lacerations from attempted mayfield pinning. 3. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? Answer: intervention medical was required, patient required staples. 4. Was there a delay in surgery due to product problem? If yes, how long? Answer: yes, one hour. 5. What type of procedure was performed? Answer: right sub occipital craniotomy for tumor excision. 6. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: yes. 7. Did each pin engage the cranium in a perpendicular approach? Answer: yes. 8. Patient status. Answer: healing.